Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, printer was printing gibberish. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 24-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was printing gibberish. A field service engineer (fse) found that the printer was printing gibberish. The fse remoted into the system, removed the printer and its driver, reinstalled the correct drivers, and rebooted the system. This resolved the issue. The system functioned as intended after the field service engineer repaired the device.